Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 54 mg/dl while wearing the pod. The patient reports having low blood pressure. In addition the patient reports they had felt dizzy and had fallen down breaking their foot. Once at the hospital the patient was treated with intravenous fluids. The patients foot was reset and the patient had a cast placed on their foot. The patient was released from the hospital the following day. The patient reports having surgery on their foot the following week after this event.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would result in the over-delivery of insulin. The pod functioned as intended.